Event description:
On (B)(6), 2008, the pt underwent endovascular repair of a thoracic aortic aneurysm, with a lung mass present and was implanted with gore tag thoracic endoprosthesis. Post operatively, the pt had a complicated course due to bi-lateral lower extremities. The pt had paraplegia and required a spinal drain. On (B)(6), 2008, the pt had impaired hemodynamics with decrease in the cardiac index. The pt became hypoxemic with altered mental status requiring re-intubation. On (B)(6), 2008, the pt developed hypotension and was found to have a non q-wave myocardial infarction. On (B)(6), 2008, the pt became bradycardic; the pt coded twice and was made dnr by the family. The pt expired later this same day.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Additional device(s) related to this event are listed below: (B)(4).